Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded thousands of untreated events. A jira analysis was performed, and it was noticed that this errant counter issue appears to be the result of memory corruption. Random errors in non-critical memory are expected to occur at a low rate across this s-ICD family and this error may be disregarded. Reportedly, the patient was not connected with his home monitoring, and he was instructed to reconnect so he can continue to be monitored. No further actions were taken. This s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.